Manufacturer narrative:
Concomitant medical products: model: mn10450-50a (x3); drg lead: therapy date is unknown. The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
Device 1 of 4. Reference MFR. Report#1627487-2019-04244. Reference MFR. Report#1627487-2019-04245. Reference MFR. Report#1627487-2019-04246. It was reported that there were high impedances on several lead contacts. Reprogramming was unsuccessful. X-ray imaging confirmed that one of the left leads had migrated and the other left lead was still in place but may be fractured. Surgical intervention may be undertaken to resolve the issue.

Event description:
Reference MFR. Report#1627487-2019-04244. Reference MFR. Report#1627487-2019-04245. Reference MFR. Report#1627487-2019-04246. Further information indicates that surgical intervention was undertaken on (B)(6) 2019 wherein two leads with high impedances were explanted and replaced thus resolving the issue.